Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer reported that her blood glucose reading was 325 mg/dl, so she changed the infusion set, but she was connected during the manual prime. The customer went to the hospital immediately after priming insulin into her body. Troubleshooting was performed, and during the manual prime the insulin pump pushed all of the insulin out of the reservoir and no numbers appeared on the display. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed. See scanned page.